Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
An international distributor reported that a customer observed a rattling sound from the AED, described as sounding like loose internal components. The customer did not report this occurring during patient use.